Event description:
During a wide area circumferential ablation and cavotricuspid isthmus ablation, the coating of the catheter peeled and the internal wires were exposed. The damage was noted before inserting the catheter into the left atrium a second time to create a voltage map. An intracardiac echocardiography catheter confirmed no pieces of material were in the patient. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported shaft tear was confirmed. The catheter shaft was torn exposing the spring body. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear in the shaft is consistent to the catheter being over torqued during use.